Manufacturer narrative:
The device evaluation was completed on 10/7/2020: it was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was introduced over the wire with the dilator in place. When the dilator and wire were removed, the sheath leaked blood. The blood leakage observed was not excessive. No medical/surgical intervention was required. Air did not enter the patient¿s body. The physician tried to insert the smart touch catheter; however, the sheath seemed to be blocked. Upon visual inspection, it was noticed that the hemostatic valve detached from the ring and had been pushed into the clear hub of the sheath. The sheath was replaced, and the procedure could be completed without delay. There was no patient consequence. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on october 2, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside of the hub of the device. The hemostatic valve issue remains assessed as a MDR reportable issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was introduced over the wire with the dilator in place. When the dilator and wire were removed, the sheath leaked blood. The blood leakage observed was not excessive. No medical/surgical intervention was required. Air did not enter the patient¿s body. The physician tried to insert the smart touch catheter. However, the sheath seemed to be blocked. Upon visual inspection, it was noticed that the hemostatic valve detached from the ring and had been pushed into the clear hub of the sheath. The sheath was replaced, and the procedure could be completed without delay. There was no patient consequence. Since there is no indication that the bleeding was excessive, nor that it led to hemodynamics disruption, or required intervention, this event will not be assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.